Event description:
Customer called to report that the insulin pump's enlite serter does not release sensor after second button press and the needle hub is stuck in the serter. Customer's blood glucose reading was 33 mg/dl. Nothing further reported. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.